Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that there was a gouge at the distal end of the cannula. The obturator, envelope and circular seal appeared intact. Pmv performed functional testing: the device passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the gouge at the distal end of the cannula may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information becomes available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a cystectomy procedure after all trocars were inserted into the cavity, surgeon noted that the tip of the trocar chipped. The surgeon searched for the broken pieces, but nothing had fallen into the cavity. It was unknown when the trocar chipped. Another trocar was opened and replaced. There was no patient injury.